Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Evaluation summary: a visual inspection was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were use related. Failing to retract the tip and lock the system lock likely resulted in the tip detachment during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified common femoral artery. After deployment of a 6.0x100 mm supera stent and during removal of the stent delivery system, the nose cone detached within the patient. It was decided to use a buddy-wire technique for retrieval of the separated segment. An unspecified armada balloon was inflated distal to the separated nose cone segment and dragged the balloon back which brought back the nose cone into the 6fr sheath and removed completely from the anatomy. The patient was fine. It was suspected that the supera device was not properly locked before removal causing the nose cone detachment, however this could not be confirmed. There was no adverse patient sequela reported. No additional information was provided.